Event description:
Pt with acoustic schwanoma on 8th cranial nerve. Pt previously had surgery on the same. Pt had hearing loss prior to treatment with leksell gamma knife. Treatment with leksell gamma knife occurred in 2002. Radiation oncologist reported that planned dose was 12gy to 50% isodose line, max dose 24gy. The delivered dose was 19.2gy to 50% isodose line, 38.3gy max. A 0.119cc volume of the brainstem rec'd greater than 18gy. According to the radiation oncologist, the dose to the brainstem was in a safe region and the increased dose may actually help control the tumor.